Event description:
Additional information was received via a company representative. An MRI was performed on (B)(6) 2022. The cause of the stall was determined by magnetic resonance imaging. The rotor test was carried out on (B)(6) 2022 after the test the hang message had disappeared. The pump was working normally. Two telemetries were carried out on (B)(6) 2022 and (b)(6( 2022 )to continue monitoring this case confirming the return of normal functions.

Manufacturer narrative:
H6 update: the previously applied device code a141204 and conclusion code d14 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, foreign) regarding a patient who was receiving baclofen with concentration 4000 mcg/ml at a dose rate of 403.3 mcg/24 hours via an implantable pump. It was reported that the pump started to alarm indicating a critical alarm. After performing device telemetry, two alert messages were appearing with service code 234, reporting pump motor stoppage for more than 48 hours (573 hours on telemetry day) and service code 232. Telemetry was performed, but the alerts still appeared and the alarm continued. As per the logs the following occurred:  2022-oct-24 (20:29) - critical alarm regarding motor stall,  2022-oct-24 (20:49)  - motor stall recovery, 2022-oct-25 (19:40) - critical alarm regarding motor stall,  2022-oct-27 (19:40) - critical alarm, duration of motor stall exceeding 48 hours. The issue was not resolved as of 2022-nov-19.  It was unknown if there were any patient symptoms or complications associated with the event.  No medical or surgical intervention was needed to prevent a permanent impairment of a function.   No replacement product was required. The patient was without injury regarding their status as of on (B)(6) 2022.  Regarding factors that may have led or contributed to the issue, it was indicated that the patient underwent an MRI (magnetic resonance imaging) on (B)(6) 2022. The pump remained implanted.  The patient's medical history, age, and weight at the time of the event were unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.